Event description:
It was reported that "I have a cholangiogram catheter that malfunctioned in surgery". Additional information received states that "the tech always slides the introducer into the catheter on her clean table before handing to the doctor so she knows it will pull back out and it wouldn't pull out. She handed it off the sterile field to the rn and they opened a 2nd one. No harm. No medical intervention. Patient in good condition".

Manufacturer narrative:
(B)(4). .

Event description:
It was reported that "I have a cholangiogram catheter that malfunctioned in surgery." Additional information received states that "the tech always slides the introducer into the catheter on her clean table before handing to the doctor so she knows it will pull back out and it wouldn't pull out. She handed it off the sterile field to the rn and they opened a 2nd one. No harm. No medical intervention. Patient in good condition."

Manufacturer narrative:
Qn# (B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus, the initial MDR, submitted on 04 dec 2024, should be retracted. Other remarks: n/a; corrected data: n/a.